Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer simply cleared the alarm to address the issue. Additionally, it was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the insulin gauge displayed an inaccurate value of 0 units while it was filled with approximately 256 units of insulin. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Customer's blood glucose was approximately 150mg/dl.